Event description:
New information received that the patient was stable throughout.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited post sensed t-wave over sensing. No intervention or procedure was reported. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.